Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet display was unresponsive despite charging, resulting in the user being unable to operate the device and necessitating replacement. Symptoms included hyperglycemia, with a reported peak blood glucose of 250 mg/dl lasting a few hours, without ketone testing, medical intervention, or assistance. Outcomes included no hospitalization and no immediate health effects. The investigation included attempts to retrieve the original device for evaluation and the collection of event details from the user. The manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.